Event description:
The test has only 1 test sample. Not 2 as specified in the box. I opened another box and the swabs are missing including the solution for the test sample. Reference report: mw5156203.